Event description:
The customer reported that during preparation for an unspecified procedure, the video image was blinking and blurry. There was no patient or user injury reported. This report is being submitted for blurred image.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, service could not reproduce or confirm the customers reported image issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual - inspection of the endoscopic system. Operation manual; important information ¿ please read before use - warnings and cautions. During the device evaluation, service made the following observations: the labels were peeling, there were dents and scratches on the camera cover (c-cover). There was a cut on top of switch #1. The up angulation was low, and there was minor play (loose) in the right/left and up/down control knobs. The distal end plastic cover was scratched and dented. The objective lens was chipped around the edge, and there were pinholes in the adhesive around the lens. The light guide lens was cracked and chipped on the edge, and the adhesive was worn. The adhesive on the bending cover (a-rubber) on the c-cover and insertion tube was cracked. The insertion tube and light guide tube had scratches. The scope connector had fluid ingress. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.